Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the tissue pad was partially detached off and a small piece (2-3mm) was missing. This event was confirmed in about 2 hours, when the device was used for dissection of the blood vessel at the root. During the procedure, the acral part of device was sometimes wiped with gauze. Although the staffs looked for all around, the fragment was not found. Intraperitoneal irrigation was thoroughly performed. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.